Manufacturer narrative:
This unit is not getting repaired. It is a cad test device that passes the asm software testing. Cad maintains this unit for lab testing. A review of the device history record showed the device had a manufacture date of 24oct2005. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn 9966693 was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which confirmed similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(6) 2018 13:29:46 (B)(6) bad upper pressure sensor (B)(6) 2018 14:06:58 (B)(6) this unit is not getting repaired. It is a cad test device that passes the asm software testing. Cad maintains this unit for lab testing.

Manufacturer narrative:
This unit is not getting repaired. It is a cad test device that passes the asm software testing. Cad maintains this unit for lab testing. A review of the device history record showed the device had a manufacture date of 24oct2005. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which confirmed similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(6). This unit is not getting repaired. It is a cad test device that passes the asm software testing. Cad maintains this unit for lab testing.